Event description:
The customer reported that they had six cases of toxic anterior segment syndrome (tass) following intraocular lens implantation. All six patients underwent intensive anti-inflammatory therapy with no chronic complications. This patient was the fifth case out of ten cases of the day. Adrenaline was used as an additive in the balance salt solution 500ml. The tass was identified by prominent anterior chamber reaction at day one with fibrin in anterior chamber, extensive cellular reaction, hypopyon, and mild vitreous inflammation in the left eye. Topical steroid use was increased to hourly on (B)(6) 2013. In the surgeon's opinion, the device did not cause or contribute to the event. This is the fourth of the six reports for this site.

Manufacturer narrative:
This is one of four complaints reported for this for custom pak lot. A review of the device history record (DHR) indicated the order was built to specification. A review of the sterilization batch record found no deviations; all parameters were met, the batch was released per specification. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4).